Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had distance vision blurry, bothered by night vision, pain and pressure. The iol was exchanged for non-company lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in d.9.,h.3., h.6., and h.11 the lens was returned with a small piece of white medical sponge in a plastic bag. Viscoelastic was dried on the lens. The optic was cut into pieces, typical of insertion and removal. The optic has long cracks across the optic. The optic has scratches and scrapes between the optic center and the optic edge. A group of three scratches were observed on the anterior optic surface near the edge. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. The specific name of the associated handpiece was not provided; however, the questionnaire response for the selection of handpiece used was, "other". This answer would indicate that a non-qualified handpiece was used. A non-qualified viscoelastic was also indicated. The root cause cannot be determined for the reported complaint. The explanted lens was returned in pieces with additional optic damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The non-toric company lens ccwtt0 18.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company multi focal lens 16.75 diopters. This information that a multifocal lens was exchanged for a non-company multifocal lens that was 1.25 diopters less than the original implant may suggest that the diopter selection of the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).